Manufacturer narrative:
(Unanticipated tissue loss). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve where the device was being used, the patient had an unanticipated tissue loss. They replaced the powered stapler with a manual stapler to resolve the issue.

Event description:
According to the reporter, during a gastric sleeve the device failed before being used on the patient. The powered stapler was replaced with a manual stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The data from the battery was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. While these inaccuracies are small, they are significant relative to the limit for cell balancing. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Additionally, the investigation detected a secondary condition of communication error that has no relationship to the reported condition. Log is the last adapter connection, this shows an adapter universal asynchronous receiver-transmitter (uart) error along with a used shell connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.